Manufacturer narrative:
(B)(4).

Event description:
Additional information received via the patient reported that she was still not getting the urinary relief she needed even after further increasing stimulation to 2.80 in (B)(6). The patient said she'd be back in october and she'd schedule with her health care provider (hcp) to discuss further.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0p1jz, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a return of symptoms. Symptoms were occurring daily. When her symptoms returned, she was using her pp (patient programmer). It was reported that the patient was turning off her implant. Patient service educated patient on button use. Stimulation was turned on and increased to 2.1 volts. Patient could feel stimulation and it was comfortable. Unknown yet if changes will make symptom control go back to normal. Symptoms reported were return of frequency and leakage. There was a sudden change in therapy/symptoms. Patient went to urgent care because she thought she had a uti (urinary tract infection) and that was why symptoms returned. Hcp (healthcare provider) at urgent care told her she did not have a uti.